Event description:
It was reported the patient had low back and lower extremity pain. The event was noted as related to programming. The patient noted having lost effectiveness and wanted it removed. The patient declined reprogramming. The device was explanted and not replaced. The event was noted as resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4).